Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than dried body fluid and tissue were in the helix housing and insulation cuts likely due to explant damage. Perforation or pericardial effusion or cardiac tamponade are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that this right ventricular (rv) was found to have perforated the heart wall the day following implant. As such, a revision procedure was performed and the physician elected to explant this lead and implant a new rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) was found to have perforated the heart wall the day following implant. As such, a revision procedure was performed and the physician elected to explant this lead and implant a new rv lead. No additional adverse patient effects were reported.